Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they put battery in it and it keeps going off like it vibrates. The customer states that when they pressed act, external ram crc error prompted. The customer's blood glucose level at the time of incident was 140mg/dl. The customer states they were able to clear the alarm. The customer also mentioned the buttons on their device stopped working. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. No button error alarm during testing. The insulin pump passed self test. The insulin pump was monitored for two days and no e17 alarm or unexpected vibrate audio alarm noted. The rewind functioned properly during our testing. However, the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.